Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscal repair, the jaw of the novostitch could not be fired. Surgery was completed after a non-significant delay, using a back-up device instead. No further complications were reported. Upon investigation, it was found that the novostich was broken.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the articulation bar for the upper jaw broken. There is debris on the device. A functional evaluation could not be performed due to the condition in which the device was received. The complaint was confirmed, and the root cause was associated with component failure. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.